Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, pmsg combined with parallel stent provided acceptable short term results in specific presentation of sra and taaa with hostile anatomies in selected high risk patients with contraindication for standard fenestrated/branched grafts. [(B)(4)].

Event description:
Received an article titled "parallel grafts used in combination with physician modified fenestrated stent grafts for complex aortic aneurysms in high risk patients with hostile anatomies" published in the annals of vascular surgery. The article evaluated the feasibility and early outcomes of complex aortic aneurysm repair in high risk patients with hostile anatomies using both parallel stents and physician modified stent graft (pmsg) techniques to address the renovisceral arteries. Per the article adverse events included bleeding, ischemic events, perforation, and occlusion.